Event description:
The customer's wife reported on (B)(6) 2014 her husband's blood glucose was high (exact bg levels was not provided) and he had to go to the emergency room. They believed the strips were reading incorrectly at the time of the ER visit. She did not provide any further information regarding the ER visit or his treatment. During the call, she also mentioned that she recently received replacement strips from abbott diabetes due to the strip recall.

Manufacturer narrative:
No product will be returned for evaluation. No product defect or malfunction was reported. No actual blood glucose comparisons between the patient's meter and the hospital's were reported. We are unable to determine if the product contributed to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.